Event description:
The physician performed a sling procedure with vaginal approach on a pt, who had recently had a total abdominal hysterectomy and a bilateral salpingo-oopherectomy. The physician reported that the vaginal mucosa "was not good enough" over the tape, and that a one centimeter area of the tape and three sutures were exposed. The area was infected with drainage. The physician planned to treat the infection with antibiotics and reclose the vaginal mucosa over the area. If this was not successful, the physician planned to remove a small segment of tape and then close the vaginal mucosa.